Event description:
Lap sigmoid resection procedure. Cs33 dlu was connected to flexshaft, calibrated and showed no problems until the end of the procedure. There was difficulty removing the device from the tissue and intervention was required. Additional trans-anal resection was required to complete the procedure.